Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a broken on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ delamination: no observed. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation and "separation of patch disc from implant". Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side deflation. Healthcare professional, later reported, ¿separation of patch disc from implant¿. Which, has been captured as delamination. The event of deflation is considered, not related to the device as "the implant was deflated accidently, during the revision surgery". When physician, "accidently popped it". Healthcare professional, later reported, "it ruptured, due to unknown causes. And broke before. [Hcp] entered, the pocket/before [hcp] touched the implant. And not related to the surgery itself". Device has been explanted. The event of rupture is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "separation of patch disc from implant" found during surgery.

Event description:
Healthcare professional reported a right side deflation and "separation of patch disc from implant". Device has been explanted and replaced.